Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 05 was not opening. The field service engineer (fse) reported that, upon inspection, the medflex matrix drawer number five was jammed and would not open. The fse used the emergency release to open the drawer and found that medication had jammed the drawer shut. The customer rearranged the medication to prevent future jams. After the repair, the customer tested the drawer and confirmed that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, matrix drawer 05 was not opening. The user performed a cycle count on drawer 5, but it did not open. The drawer was correctly selected in the zone, and it could not be opened through the tester as well. The aio was rebooted, but there were no changes. The user also attempted to pull the drawer while pressing locate, but the drawer still did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.